Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was loss of capture on the left ventricular lead, due to possible lead dislodgement. The lead was deactivated until the lead was revised on (B)(6) 2020. The patient was in stable condition.